Event description:
Philips received a complaint by the customer on the v60 indicating that the device had low minute volume alarms. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another ventilator. The customer called technical support to report that the device had low minute volume alarms. The customer indicated that the flow sensor assembly was replaced last month, and the device passed all performance verification testing (pvt) then. The customer does not have access to the certifier plus analyzer and wants to know if there is any testing that can be performed without it to diagnose if there is a problem. The remote service engineer (rse) informed the customer that a full pvt needs to be done with the analyzer to diagnose if there are any issues with the device. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 02dec2025, a full performance verification testing (pvt) was performed, and the device passed all testing per philips standard. The device was returned to service as no issues were found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.